Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt had a doctor's appointment scheduled for later in the day on (B)(6) 2014 and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) /2011 - reuse. Electrode belt (B)(4): (B)(6) 2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced in an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was at home, conscious, and using the bathroom at the time of the event. There were no witnesses to the event as the pt was home alone at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt had a doctor's appointment scheduled for later in the day on (B)(6) 2014 and will continue wearing the lifevest.